Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(4), ubd: 02-jun-2023, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(4), ubd: 02-jun-2023, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(4), ubd: 02-jun-2023, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(4), ubd: 28-may-2023, UDI#: (B)(4); product ID: b3400095, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4); product ID: b3400095, serial/lot #: (B)(4), ubd: 26-mar-2023, UDI#: (B)(4); product ID: b3400095, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4); product ID: b3400095m, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is very young (around 6 years old) and has severe lesch-nyhan syndrome which results in dystonia of several limbs and also behavior symptoms such as uncontrollable self-mutilation (biting of the arms, mouth, tongue, etc.). The patient has 2 ins implanted in the abdomen and 4 dbs leads (2 for each globus pallidus (gpi) with one lead in the limbic part and one lead in the motor part). The patient was implanted in the motor part of the gpi to reduce the dystonia symptoms and in the sensitive part of the gpi in order to diminish the behavioral symptoms. The patient was doing well but suddenly, in late december, the physician notified them about several issues related to this system. The battery life expectancy is quite short regarding the settings used. Abnormal impedances. The manufacturer representative (rep) had called last december about several error messages: high and fluctuating impedances, some red and some orange values, out of range error message telling to reduce parameters values, and error message saying "stimulation parameters can't be delivered".  There were no events that may have led to these issues. They tried to perform an impedance check at the highest value but it didn't change a thing. They came back today to check the status again, and impedances have changed: one side was all good and on the other side, one lead has abnormal (orange) impedances. The session report showed left gpi monopolar contact 8, 9b, 10a, and 11 were >5k. Bipolar pairs showed impedances >10k. 9b is an active segment. This has three main effects: out of regulation (oor), fast battery depletion, and reduced stimulation at the affected segment. Clinically, the motor part is not very well relieved. The patient is well but motor symptoms seem not to be entirely relieved on the side with the impedance issues and therapeutic outcome is not optimal. Possible causes and troubleshooting were reviewed. The issue has not been resolved. Refer to manufacturer report #3004209178-2022-04232 for related device.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID b3400095 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension product ID b3400095 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension product ID b3400095 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension product ID b3400095m lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type extension product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type implantable neurostimulator product ID b32000 lot# 082m03221 serial# implanted: (B)(6) 2021 explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no event that could prove the cause of the oor and high impedances. The actions suggested to the customer said perform a scan/radio to try to point out possible misconnections or break. If no physical issues observed than electrical intra-op test using an ens to try see from where the issue could come. During that test time they could try disconnecting and reconnecting. Lastly, only one segmented therapy contact used was showing high impedances so they suggested discriminating it in order to make the oor disappear and analyze the effect on the lifetime of the battery. Contact was difficult with the center so it was unknown if the issues resolved.